Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information . Source: phone.

Event description:
Reported false positive sars result for 1 consumer testing frequently due to protocol reasons. The specific dates of testing are unknown and it is unknown if the consumer was symptomatic. The consumer communicated the results were confirmed negative by molecular (pcr testing) and other alternate testing methods. 19 additional consumer events were also communicated which are captured on separate reports.